Event description:
A territory manager reported an end user experienced an issue when using a soft-vu so1 5f x 80cm 038 nb 0sh. During an angiographic catheter placement, it was reported the hub end of the catheter broke off. The catheter was inside of the patient's femoral artery at the time. The catheter was removed and replaced with a new of the same device. The patient did not experience any adverse effects or harm because of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).